Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens was removed due to refractive hyperopic astigmatism. Additional information has been requested.

Manufacturer narrative:
The explanted lens was returned inside a plastic specimen jar with a screw top lid. Viscoelastic was dried on the lens. The optic was cut into two portions, typical of damage during removal from the eye. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified product combinations were used with this lens. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported issue. The complaint was "explanted due to refractive hyperopic astigmatism". Newest information provided indicated that the "cause of event was wrong iol power - toric lenses were creating more astigmatism than they were correcting". The file indicated that the monofocal toric company lens (2.25 cylinder, 23.0 diopter) was removed and replaced with a non-company, non-toric monofocal three piece lens (za9003 24.0). The replacement lens model does not correct for any amount of astigmatism. This information may suggest that the non-toric replacement lens model was a better selection for the patient's vision needs. The file indicated that this lens was implanted (B)(6) 2018 and explanted (B)(6) 2020. The explanted lens was returned cut into pieces. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was unhappy with her vision since the initial surgery had been done.